Event description:
The customer reported that on boot up, the system displayed an 'x-ray on' error message. The system will not operate as result of this error. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The p4 to I/o board connection was evaluated and reseated. The system was tested and found to be working as intended and returned to service.